Manufacturer narrative:
The device history record review confirmed that the device met all material, assembly and performance specifications. Visual inspection of the returned device noted that the proximal contact had broken off the proximal end of the delivery wire and part of the main coil was still attached to the delivery wire. The portion of main coil remaining was extensively stretched. The delivery wire was bent 1.5cm and 3cm from the proximal end. Examination of the delivery wire under magnification found epoxy residue was evident on the proximal end of the delivery hypotube, indicating that the proximal contact was attached during the manufacturing process. The distal end of the main coil appeared to have broken off from the stretched section that remained. There were no other anomalies noted. As no additional information was provided it is not possible to determine the cause of the coil break. The damage noted to the device during analysis is likely to have occurred as the device was withdrawn from the patient. It is possible that force was exerted on the device as it was removed resulting in the damage seen to the delivery wire and also resulting in the coil stretching to the point where it broke. From the available information and investigation it is most likely that operational context was the cause for the coil break.

Event description:
Analysis of the returned device found that the main coil had broken. There was no clinical consequence to the patient.